Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient went into the clinic due to an anomaly in the right atrial (ra) lead signals. Upon technical services (ts) review of the event it was noted that the non-boston scientific ra lead exhibited oversensing of what appears to be the respiratory rate trend (rrt) signal. There was no pacing inhibition due to the oversensing and no out of range impedance measurements were noted. Ts also advised programming the rrt off. The device system remains in service. No adverse patient effects were reported.